Event description:
On (B)(6) 2010, the nurse reported via telephone that the kinair medsurg brakes will not lock properly. There was no reported serious injury or death with this report.

Manufacturer narrative:
On (B)(4) 2010, after complaint investigation, it was determined that the bed was tested per quality control procedures and met all specifications prior to patient placement on (B)(4) 2010. Upon return to the service center, the bed was evaluated by the kci field service technician. The reported issue was confirmed and brake caster was adjusted and issue was resolved. No other faults were found during evaluation.